Manufacturer narrative:
The sensor was investigated, and the issue was confirmed during both in-vitro and in-vivo investigation. The investigation shows that the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. Msp failures were investigated in (B)(4), which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.